Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date the surgeon was performing an unknown procedure on a cancer patient. The patients bone was noticeably harder than normal bone. The surgeon attempted to drill the first hole distal of the two proximal and the reamer broke. The surgeon changed the reamer and drilled the second hole proximal of the two proximal and reportedly there was no issue. After inserting the screw in the two proximal holes the surgeon proceeded to the distal hole the reamer made a screeching noise and jammed itself. The surgeon realized the flute of the reamer needed to be straightened out. The surgeon decided to leave the broken reamer tip inside of the patient. This is for the reamer ø4.5/6.5 l450 construct. This is 2 of 2 reports for this event.

Manufacturer narrative:
. Device was used for treatment, not diagnosis. Patient identifier: (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The entire tip with two different diameters is twisted anticlockwise and laterally bent. The device is worn off and shows marks of forcible or often use. The measurable dimensions were found to be in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard stainless steel. The microscopic investigation shows that the cutting edges of the reaming head are damaged and blunt. The condition of the device before the surgery is unknown. We suppose the device broke during a mechanical overload. No product fault could be detected.